Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece (hp) was returned for testing on this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no nonconformities found. The returned sample was connected to a calibrated system. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet alcon specifications. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The irrigation and aspiration lines of the handpiece were flushed for foreign material testing. The collected debris was isolated and microscopically analyzed and found to contain a clear fiber up to 470¿m in length and several orange particulates 100 ¿m in length. The analysis of the clear fiber found the best match to be texwipe fibers. The analysis of the orange particles identified elements including carbon (c), oxygen (o), chromium (cr), manganese (mn), iron (fe), and nickel (ni). The presence of these elements along with the visual characteristics suggests the particles are likely orange particles are rust. However, the exact origin of the clear fibers and orange particles remains inconclusive. Corneal burn is an issue that is occasionally reported with cataract surgery, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported event of particulates is inconclusive and there is no indication that the handpiece manufacturing process contributed to the reported events. The handpiece was found to meet specifications in relation to the reported event of improper flushing. Therefore, the root cause is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery a patient had corneal burn which was closed with suture, the reporter also informed that it might be due to improper flushing of opthalmic phacoemulsification handpiece or due to occlusion of phacoemulsification tip. A white, soft substance that came from the handpiece while in the patient's eye. Procedure was completed using another handpiece by flushing the eye. This report represents the ophthalmic phacoemulsification handpiece involved in the event.